Event description:
It was reported that on (B)(6) 2019 during implant the lead was repositioned three times and after the third reposition, high impedance and intermittent capture was observed. The decision was made to replace lead and when retracting the lead, the helix was not retracting. The lead was replaced, and the procedure was completed with no problems, and the patient is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.